Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. Pump unable to prime during prime/test due to loose/protruded drive support disk. No alarm noted. Pump passed idle current test, run current test, self test, off no power test, error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer reported that the drive support cap is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading at the time of the incident was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.